Manufacturer narrative:
Device information updated including UDI.

Manufacturer narrative:
Design history record review completed nov 15, 2016. The complete manufacturing and material records for the perceval heart valve, model icv1211, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. DHR for nitinol stent only. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. March 15, 2017 - visual inspection valve: after decontamination, the valve was visually inspected according to the procedure (with reference to the revision in force at the time of product release) without highlight any particular elements of nonconformity. No irregularity was identified with the p-np gauge test. Ogp dimensional verification show ((B)(6) 2017): average inflow diameter (implant diameter) = 30.432 mm. Circularity: 0.433. Simulation of deployment in aortic root xl and in rigid plastic hole (diameter 25mm minimum ref as per IFU indication) was performed and completed without problem. Therefore the problem with the customer cannot be explained by any factor intrinsic in the involved device since no defects were detected. The simulation of the valve deployment in the aortic root, performed with the returned device, was successfully completed without the ability to replicate the anomalous behavior of the valve dislodgment with consequent perivalvular leak such as reported in the initial case history. Corrected data: device availability, initial MDR accidently omitted the date the device was returned to the manufacturer.

Manufacturer narrative:
Review of device history record will be performed. Evaluation not performed since device is not yet returned.

Event description:
During an aortic valve replacement, following the instruction provided by the manufacturer a perceval size xl was implanted. A perivalvula leak was detected in the intra-operative tee due to a malpositioning of the valve ( higher on the right side). The valve was explanted and the surgeon decided also to debride the annulus from some residual calcium. The patient annulus was re-sized and it was confirmed that the valve size was correct (xl). The valve was re-deployed and the intra-operative tee showed again a pvl due to a non correct positioning of the valve. Patient place back on full pump and valve removed and sutured valve was implanted. The x-clam time added due to the difficulties with perceval valve was 1 hour.